Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 17, 2020. Device evaluation summary: during visual evaluation of the sample no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures and revealed a leak from the valve. According with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with an unknown mentor saline prosthesis experienced spontaneous left sided deflation post procedure. The patient visited the physician¿s office and received a medical diagnosis for the deflation. As a result, replacement with a mentor smooth round moderate profile 250cc saline prosthesis was performed on (B)(6) 2020.